Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021 to treat a denovo occlusion in the sfa proximal third to sfa middle third of the left leg. An event of restenosis of treated segment (target lesion) was originally reported to veryan on 04 feb 2022 as "not related" to the device or procedure. It was reported with the following comment "subject had complaints of recurrent severe claudication symptoms of bilateral lower extremity with mild rest pain and severe calf claudication. Angiogram showed 80% in-stent restenosis." The event was reviewed internally at a veryan safety review meeting on 07 feb 2022 and confirmed by veryan's chief medical officer that based on the in-stent restenosis, it is possibly device-related. The outcome of the event is reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to additional surgical intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021 to treat a denovo occlusion in the sfa proximal third to sfa middle third of the left leg. An event of restenosis of treated segment (target lesion) was originally reported to veryan on 04 feb 2022 as "not related" to the device or procedure. It was reported with the following comment "subject had complaints of recurrent severe claudication symptoms of bilateral lower extremity with mild rest pain and severe calf claudication. Angiogram showed 80% in-stent restenosis." The event was reviewed internally at a veryan safety review meeting on 07 feb 2022 and confirmed by veryan's chief medical officer that based on the in-stent restenosis, it is possibly device-related. The outcome of the event is reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to additional surgical intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.